Event description:
It was reported that during prostate procedure within 5 seconds of stepping on the foot pedal, the fiber melted and caught the patient drape on fire. The fire was quickly extinguished. The procedure was continued with another fiber, which was reported under (MFR report number 2937094-2012-01053); the case was completed with a turp. No pt or staff injury was incurred as a result of this event.

Manufacturer narrative:
The MFR has received report number ((B)(4)) on (B)(4) 2012.